Manufacturer narrative:
Follow up #1: date submitted: 11-apr-2019. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigation completed by product analysis on 10-apr-2019 with the following findings: review of the black box data showed record dates from 12-feb-2019 thru 20-feb-2019; the data from the date of the complaint had been overwritten due to continued use of the device after the alleged malfunction occurred. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump powered on normally and was exercised for 12 hours and found to be delivering accurately and within the required specifications. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. Also unrelated to the original complaint, the display screen was noted to be dim/discolored. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 10/15/2016 the reporter contacted animas alleging the patient had been having high blood glucose readings that required initiation of 911/emergency protocol. No blood glucose measurements were provided at the time of the report. No information regarding treatment provided to the patient was reported. The reporter stated that the patient's health care provided discontinued the patient from insulin pump therapy for two weeks because of the elevated blood glucose readings. The customer was not available to complete troubleshooting of the pump with animas customer technical support at the time this incident was reported to animas. Animas customer technical support made several attempts to contact the reporter in follow up to get more information regarding the incident; however, there was no response to these attempts. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy due to an apparent history/settings issue.